Event description:
It was reported that the patient was suspecting that this right ventricular (rv) lead may not be working properly. Boston scientific technical services (ts) discussed communicator information and referred patient to that clinic. This device remains in service. No adverse patient effects were reported. Additional information indicates that leads have 'something high or high noise' and might be broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.